Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial implant surgery it was discovered that the stem inserter instrument threads were stripped. No report of any harm or injury to the patient. Additional information was requested however, none was available.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Upon visual inspection the threads have been damaged. There are impact marks on the strike plate, handle, neck, and shaft. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.